Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "patient states she had a dislocation previous that was reduced early after primary total hip. Feels unstable. All available information submitted". This pi is for the revision of patient's right hip due to instability. Per rep, only the head and liner were revised.

Event description:
As reported: "patient states she had a dislocation previous that was reduced early after primary total hip. Feels unstable. All available information submitted". This pi is for the revision of patient's right hip due to instability. Per rep, only the head and liner were revised.

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical physician was rejected for review as insufficient information was received. -product history review: a review of the device manufacturing records indicate that all devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there has been one previous event for the given lot number, which is for a closed reduction for dislocation for the same device & patient. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as operative reports; clinical reports and patient demographics are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.